Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Patient was hospitalized due to seizures, unrelated to vns, but when using the magnet the seizure did not stop which caused the patient to go into status. The patient had their device interrogated and high impedance was observed so the device was disabled. X-rays were done but no anomalies were noted. The patient later underwent a full revision. The explanted products have not been received by product analysis to date. No other relevant information has been received to date.

Event description:
Additional information received noting that during the full revision the surgeon tried reinserting the lead pin several times but the impedance remained high. No visual damage was observed on the lead.